Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.